Event description:
It was reported that the physician called with concerns of this implantable cardioverter defibrillator (ICD) system sensing of atrial pacing in the right atrial (ra) channel led to inappropriately pacing ventricular beats. The physician initially suspected issues with the right atrial (ra) lead and decided to perform a lead revision procedure. During the procedure, pacing system analyzer (psa) testing was done and the results led the physician to suspect cause of the unexpected pacing issues to be damage to the ICD header. The ICD and ra leads were explanted and successfully replaced with new devices. The products were returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the physician called with concerns of this implantable cardioverter defibrillator (ICD) system sensing of atrial pacing in the right atrial (ra) channel led to inappropriately pacing ventricular beats. The physician initially suspected issues with the right atrial (ra) lead and decided to perform a lead revision procedure. During the procedure, pacing system analyzer (psa) testing was done and the results led the physician to suspect cause of the unexpected pacing issues to be damage to the ICD header. The ICD and ra leads were explanted and successfully replaced with new devices. The products were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.